Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Review of the device data noted that the impedance has been high and out of range for the last three months. The patient was brought into the clinic where the high out of range impedances were able to be replicated. Low sensing and loss of capture were also observed on the rv lead. The physician suspects a lead fracture, however it has not been confirmed. Tachycardia therapy was programmed off in the device and the patient was fitted with a life vest until a revision procedure could be scheduled. As of current the field representative has not been contacted regarding a revision procedure. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and returned from another manufacturer. The lead was also explanted during the replacement procedure. Both products were replaced with another manufacturer's device and lead. No additional adverse patient effects were reported.